Manufacturer narrative:
No service on the ventilator has been requested. Provided ventilator logs confirms the reported control pc board error and error in the internal memory. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the generated technical error codes has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a control printed circuit board error and error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).